Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced whole filter migration to the heart which resulted in perforation to the right atrium. Furthermore, it was alleged that the patient had an open chest removal. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter migration to the heart and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months later, the filter was migrated into the right atrium, umbrella perforated the right atrium at the junction of the atrium and inferior vena cava, which results moderate pericardial effusion. On the same day, the patient presented for surgical removal of migrated filter umbrella. Median sternotomy incision was made, the pericardium was opened, and dark blood was found. Inspection showed that there was an area of perforation in the right atrial wall close to the orifice of the inferior vena cava. The patient was given systemic heparin. Aortic and two venous cannulae were then inserted. Then the ascending aorta crossclamp was applied. The heart was placed in diastolic cardiac arrest. The right atrium was then opened transversely, and the filter was found to be embedded within a large fibrinous clot. The hind end of the filter was located transversely with some of the tines in the orifice of the inferior vena cava and at least one tine had perforated the right atrial wall. The other end was partially across the tricuspid valve. After removal, the atrium was inspected. No other clot or foreign body was seen. Therefore, the investigation is confirmed for alleged filter migration and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that entire filter migrated to heart and struts perforated. The device was removed via an open chest procedure the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced whole filter migration to the heart which resulted in perforation to the right atrium. Furthermore, it was alleged that the patient had an open chest removal. The current status of the patient is unknown.